Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet screen cracked and became unresponsive after being removed from their pocket. The user could still view cgm readings but could not unlock the device or initiate software updates. The user was unable to perform meal announcements. A replacement ilet was arranged. No blood glucose impact or injury was reported.